Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(6). Implanted 2003. Concomitant medical product: unknown femoral component, cat#: unknown, lot#: unknown; unknown tibial tray, cat#: unknown, lot#: unknown; unknown bearing, cat#: unknown, lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04535, 0001822565-2017-04536, 0001822565-2017-04537, 0001822565-2017-04538. Remains implanted.

Event description:
It has been reported that the patient is experiencing pain, swelling, range of motion restrictions and foreign material floating around in the back of the knee. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It has been reported that the patient is experiencing pain, swelling, range of motion restrictions and foreign material floating around in the back of the knee. Additional information received from the patient indicates allegations that the post fractured off of the bearing and was floating in the knee; however, this was removed arthroscopically on an unknown date. Subsequently, the patient underwent a revision procedure approximately twelve years post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.